Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up in the clinic, the pulse generator exhibited a diagnostics anomaly upon initial interrogation. After updating device measurements, interrogation proceeded normally. No patient symptoms were reported. The patient would continue to be monitored.